Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03882. It was reported that stimulation on the leads was reducing on its own. All the contacts of the lead displayed high impedance. As a result, both the leads were explanted and replaced restoring effective therapy.